Event description:
It was reported that staff uses a "safety sheath" during every cannon catheter implant. Three sheaths caused a minor air embolism. The staff is not sure how or why this occurred. The assistant noted 3 instances where small embolisms occurred; in one patient, the stats dropped but immediately went up. No intervention in any case was required. During one procedure, this occurred when wire was being removed slowly. This was md's first case at placing this catheter & assistant stated he was "paranoid" about having an embolism occur. In another case, the md was having difficulty inserting the catheter into the sheath, when the embolism occurred. These physicians have started putting their finger over the opening just as a precautionary measure. A follow-up report will be filed if more information becomes available.

Manufacturer narrative:
.